Event description:
The customer reported the battery failing at installation. If a loss of power occurs during use, it could cause the unit to shut down due to back-up battery not working. No patient involvement reported.